Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported that while retrieving the sizing plate off of the tibia, the plate was found to be broken in half. All pieces were retrieved. Well using the spiked handle to take out the plastic pieces for the argument. The speak piece became lodged in the plastic. The plastic container in the small sharp portion was thrown in the trashcan. The handle was being returned. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: examination of the returned view plate confirmed the reported event the device has broken into two pieces. The noted damage is consistent with device use from normal use and servicing and the investigation did not establish a need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.